Manufacturer narrative:
Inspected 1 opened/used sensor and found cannula retracted inside sensor base. Unable to confirm customer received sensor in said condition due to customer returned opened/used.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Information or report disclosed to the public under the freedom of information act.

Event description:
Customer called to report issues with the sensor. Customer reported that upon removal of the sensor she noticed that there was a little blood and that the electrode was missing. Customer was concerned about what happened to the electrode and whether it was still inside the body. Customer's blood glucose at the time of the incident was 198 mg/dl. Product is expected to return.